Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited failure to sense despite being deployed at multiple sites. The lead also exhibited high capture thresholds. The lead was replaced, and a new lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of loss of sensing and high pacing threshold were not confirmed. A complete lead was returned in one piece. Electrical tests, x-ray examination, and visual inspection were normal with no anomalies found.

Manufacturer narrative:
The reported events of loss of sensing and high pacing threshold were not confirmed. As received, a complete lead was returned in one piece. Visual inspection, electrical tests and x-ray examination did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.